Manufacturer narrative:
The product is not expected to return. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right atrial lead and all of the system were surgically explanted and replaced with a new system the same day due to infection. No additional adverse patient effects were reported.